Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was noise resulting in oversensing noted on the right atrial (ra) lead. Lead provocative testing was performed, and the noise could not be reproduced. No intervention was taken and the patient was stable with no consequences.